Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site and the inspiratory pressure transducer printed circuit (pc) board was replaced and returned for investigation. The reported failure of the pressure transducer test during pre-use check was reproduced during test of the returned inspiratory pressure transducer pc board in a ventilator. The failures were caused by a defective pressure transducer. The pressure transducer test is a sub-test during pre-use check used to self-test the device. If any fault is detected during pre-use check, the device shall not be used for patient treatment according to user manual. The failure was confirmed at the reported date of event in received device logs.

Event description:
Manufacturer ref. #: (B)(4).